Event description:
It was reported that the device was explanted after an implant duration of approximately 60.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis, secondary to calcification.

Event description:
While performing an investigation on a customer's freestyle navigator cgms, a crack was observed on the lower housing near the battery door latches of the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Investigation was performed and on the returned product. Visual inspection on the transmitter identified a crack/fracture on the plastic housing near the battery compartment. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. The returned transmitter failed the leak test. Remedial action 2954323-04/14/2009-002-c was reported to (B) (4) district office on 14 apr 2009.

Manufacturer narrative:
This is an initial report. The customer's transmitter has been sent for further investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.